Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer failed and was unable to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer failed and was unable to open. A field service engineer found that 46 was not on the bus. Upon inspection, the fse noticed that the bracket holding the tractor band was bent and dust was damaging the flat cable. The fse straightened out the bracket, replaced the flat cable, plugged it into the drawer module, and turned the unit back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.